Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the right ventricular (rv) channel during a routine follow up visit when isometrics were performed. No pacing inhibition occurred and the patient is not dependent. An x-ray was performed and no lead or header anomalies were identified. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.